Manufacturer narrative:
Correction in h11: this regulatory report is being submitted due to retrospective review through CAPA 624392. The reason for submitting the late regulatory report was not provided in the earlier submitted details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had a air leakage from the balloon. The air leakage was not obvious when checked before, and it was found when adjusting the position of the endotracheal tube. The leak evident when trying to inflate the cuff to establish the airway during the intubation process. There was no delay in the procedure and the procedure was completed using backup product. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the device found that visually, portions of the inflation assembly were cut when returned. There was surgical tape wrapped around the proximal end of the device near where the wire harness connects to the tube. Functionally, the cut inflation assembly was manipulated to insert into a syringe in order to inject 20-cc of air into the cuff balloon and there were no issues during inflation or deflation. The balloon was re-inflated and deflated multiple times with no leakages observed. For further analysis, a leak test was performed by submerging the balloon under water and no bubbles (leakage) was noticed. Under magnification, no punctures were identified in the balloon or the inflation lumen. Electrically, for additional analysis, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.1 ohms (blue), 3.3 ohms (blue with clear tubing), 3.4 ohms (red), and 3.2 ohms (red with clear tubing) which all the electrodes were in specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.